Manufacturer narrative:
Root cause of the anterior migration of the device could not be determined.

Event description:
Contact reported the anterior migration of a charite disc sliding core. A revision was performed to add posterior instrumentation and fuse. The charite was left in the disc space to act as an interbody device. This patient was implanted with the device during the idu study and followed as part of the continued study. This outcome was reported within the continued study. During an internal review of complaints for the depuy spine charite artificial disc, it was noted that a complaint that met the requirement for reporting to FDA on a medical device report (MDR) had not been filed. Review of the documents associated with the complaint including the MDR decision tree shows the complaint coordinator misunderstood the reporting requirement for this event because, the patient had been implanted with the device during the clinical trial, prior to approval of the device by FDA in 10/2004. When the adverse event (ae) occurred in 2006, the patient was being followed as part of the post approval study. When reporting the event to the complaint coordinator, the clinical group indicated that the ae would be reported in the post approval study. At that time the complaint, coordinator misunderstood the requirement to report adverse events as MDR for patients participating in the post approval study. The complaint coordinator believed that as the ae would be reported to FDA as part of the clinical study, an MDR would result in double reporting of the event (the event was reported under the study requirements). A review of complaints for all charite implants found no other misunderstandings of this nature have occurred. At this time the complaint shall be re-opened, and an MDR filed using the alert date of 04/23/2009. The alert date represents that date that the clarification of reporting requirements were noted. A team leader regulatory compliance.